Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient was unhappy about the inflatable penile prosthesis (ipp) pump performance as it stays flat sometimes. The physician said that the device sometime would inflate normally and other times with much difficulty. A revision surgery was performed in which the pump was removed and replaced. There were no patient complications.